Event description:
The customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor and reseated a connector on the power signal interface board. System operates as intended. (B)(4).